Event description:
It was reported that during preparation for an ureteroscopy procedure, the fiber snapped in half when it was being plugged into the console. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during preparation for an ureteroscopy procedure, the fiber snapped in half when it was being plugged into the console. The procedure was completed using another fiber. There were no patient complications reported.